Manufacturer narrative:
Continuation of medical devices: product ID 8709sc lot# serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (2396.7 mcg/day), bupivacaine, and baclofen at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had not been working and that a catheter replacement surgery was scheduled for (B)(6) 2018. The caller stated that a dye study was performed because at refill appointments the actual reservoir volume was increasingly more than expected. It was noted that due to the catheter replacement surgery the patient's refill date of (B)(6) 2018 was ignored. The caller stated that the pump began to alarm yesterday started at noon but that today it was a different tone (longer, more musical, and every 20 minutes); this was noted to be the critical alarm. No symptoms were reported. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.